Manufacturer narrative:
While there is no report of a serious injury or death associated with this incident, the lab technologist did sustain injury to his right knee and did seek medical intervention in the emergency room. This reportable event was identified during a retrospective review of complaints conducted between (B)(6), 2008 to (B)(6), 2010 for add'l reportable events.

Event description:
The customer contacted beckman coulter, incorporated (bci) and reported that he had injured his right knee on the decapper chute of the power processor instrument. The system was in the process of being installed at the site and the technologist had walked through the automation construction area, picked up specimens to be run on the instrument and on his way back, bumped his knee on the metal chute (where caps come out of the decapper) of the power processor. The technologist went to the emergency room and the physician reported minor swelling and abrasion to the lateral aspect of the right knee. The physician did not request an x-ray, did not keep the pt in overnight and concluded that the pt had sustained a contusion and abrasion to the right knee. An employee accident report was submitted.